Event description:
The facility reported an infuso.r. Pump with "halfway through the case, pump stops working". This condition occurred during delivery in the operating room. This condition had the potential to interrupt delivery. There was patient involvement but no patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of an infuso.r. Pump with a malfunction of "halfway through the case, pump stops working" was not returned for evaluation. Therefore, the reported condition cannot be confirmed and the assignable cause could not be identified. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Data has been discarded per retention period stated in (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.